Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/22/2011. An actual sample was received for evaluation. A visual inspection of the sample revealed the tubing was separated from the cap. The reported condition was confirmed. The root cause of the condition was attributed to human error during assembly. The tubing was not inserted in the right position into the solvent dispenser. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a 4-lead arthroscopic irrigation set in which a separation occurred. According to the report, the circulating nurse was using this set during a procedure to irrigate with normal saline. An unknown amount of time into the procedure, the nurse noticed the flow was a little slow so she squeezed the bag to increase flow. Right after the bag was squeezed, the remainder of the set under the chamber separated. It appeared as if the bottom plug of the chamber that connected the tubing popped off. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.